Manufacturer narrative:
Medical device problem code (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional heart pump procedure. Reportedly, during step 4 resistance was felt when it was attempted to retract the device. Force was applied and the device was retracted. An 0.035" non-abbott guidewire was reintroduced when the guidewire port was visible at the skin level. It was then noted that the anterior foot was not completely closed. The artery seemed to be damaged/enlarged, which led to higher bleeding. A second prostyle device was placed. Steps 1-4 were performed without issue and the device was retracted easily. The 0.035" non-abbott guidewire could not be inserted. The device was retracted further, and it was noticed that the anterior foot was also not completely closed. The intervention procedure was stopped, and suture management was started. The knots of both prostyle sutures were advanced and locked to repair the torn vessel and to achieve hemostasis. An angiogram showed good results. The patient is doing well. There was no reported adverse patient sequela; however, a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty retracting the foot was not confirmed. Difficulty removing the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the IFU as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.